Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent damaged with struts distorted, stretched and lifted from the stent profile. The stent also moved distally on the balloon stretching over the bumper tip. No damage was noted on the first three rows on the proximal side. The product stent protector and product mandrel were not returned with the complaint device. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The stent was found to have moved distally on the balloon however crimp markings were evident on exposed proximal portion of the balloon wall indicating good crimp contact between the coated stent and balloon. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the mid-shaft or inner/outer shafts. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 12x2.50 mm promus premier¿ drug-eluting stent was advanced to treat the lesion. However, it was noted that the stent was damaged prior to deployment. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 12x2.50 mm promus premier drug-eluting stent was advanced to treat the lesion. However, it was noted that the stent was damaged prior to deployment. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.